Event description:
A malfunction alarm identified as malf 12 was reported, and technical support noted that the fault ID was available and resettable. The impact on the customer's blood glucose level was not disclosed as the customer declined to answer whether it exceeded a specific threshold. Technical support provided information on resetting the pump and assisted the caller in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any future issues arose.